Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant close door messages. Evaluation experienced a door not fully latch message, caused by loose upper and lower link screws. The link screws were replaced during the repair process.

Event description:
It was reported that a spectrum pump experienced constant close door messages. It was also reported that there was no patient incident.